Event description:
It was reported that the user experienced low blood glucose while using the ilet after announcing a larger-than-usual lunch, which resulted in an insulin dose of approximately 11.5 units versus the typical 8¿9 units, and the device issued ¿urgent low soon/low¿ alerts; the event involved improper or incorrect procedure related to meal announcements and the user interface. Symptoms included hypoglycemia with a nadir of 59 mg/dl accompanied by malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions and interaction with the user interface for meal sizing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user treated with oral glucose and was advised on best practices for treating lows and maintaining consistent meal patterns.